Event description:
A male pt undergoing an amigdalectomy procedure rec'd a third degree (2 inches in diameter) burn under the pt plate which was placed on his abdomen near the nipple. The pt was referred to the plastic surgeon but was treated ambulatory.